Event description:
Pt reproted that the expiration month had scratched off the strip vial label; the day and year remained visible. Pt noted that she cleans the vial label with isopropyl alcohol. No pt injury was reported and no treatment was received. Tech support requested the return of the suspcet product and replacement product was shipped.